Event description:
Initial report: this non-serious spontaneous case report from (B) (6) was reported by a consumer on (B) (6) 2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - local reference (B) (4). This case involves a female patient who received poly-l-lactic acid (sculptra) therapy six weeks ago. No add'l treatment details were provided. On an unk date, the pt developed lumps along her jaw line. The patient wanted to know if she can put a needle into the lump and move it up so it doesn't protrude on her profile. Relevant medical history and concomitant medication info were not mentioned. Action taken/corrective treatment/outcome - unknown. A ptc (pharmaceutical technical complaint) was initiated: local ptc number (B) (4); global ptc number (B) (4).